Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported the power enclosure and batteries were re placed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system needed new batteries. There was no patient present.

Manufacturer narrative:
The batteries was returned to the manufacturer for analysis. Analysis found that the batteries failed bench test. All voltages from each battery and the total voltage measured were below specification. The batteries were bad and all fuses passed the continuity test. Analysis found that the reported event was related to a electrical issue. The power enclosure conversion was returned to the manufacturer for analysis. Analysis found that the part failed bench test and transistors q28 and q14 had shorted. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.